Manufacturer narrative:
No info was provided as to the units serial or lot number. It was indicated that a bair hugger warming blanket (catalog number 63000/model number 630) was used with the warming unit. Note: according to the health facility the warming unit was evaluated by the hospital and found to be working appropriately. It was reported that plastics thought change in circulation caused the injury. Product labeling does include the following contraindication statement: "do not apply heat to lower extremities during aortic cross-clamping. Thermal injury may occur if heat is applied to ischemic limbs."

Event description:
It was reported that a pt sustained redness and blisters to his anterior side, right lower leg following an 8 hour CABG procedure. There was no injury to the left lower leg. The pt was not warmed pre-surgery. During surgery, the pt was positioned supine and warmed for 2 hours after harvest of the saphenous vein. The model 775 was used and temperature setting and blower was on high. The warming blanket (model 630) was folded at the feet, temperature monitored by bladder probe. The pt was not warmed post-surgery. Pt was referred to wound care and plastics and treated with dressing changes and debridement. The injury was not grafted. Warming unit was evaluated by the hospital and found to be working appropriately. Nurse stated plastics thought change in circulation caused the injury.